Event description:
A technician reported a patient with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. The surgeon felt that the iol was off axis and an iol rotation is planned. In a follow up, the surgeon reported the event had not resolved. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 04/30/2009 and 05/26/2009 by phone, fax, and mail. A completed questionnaire was received on 05/05/2009. This report was mailed to FDA on: 05/28/2009.